Event description:
It was reported that the patient experienced a loss of therapeutic effect following implant. The patient was also being tested for a urinary tract infection (uti). Additional information received reported the patient's symptoms were not related to the implantable neurostimulation system, and the patient was following up with her physician regarding the uti. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received confirmed the patient had a urinary tract infection (uti) post operatively, and experienced increased incontinence as a result of the uti. There was no patient injury, and the event was described as not significant.